Event description:
The port was placed 5/16/96, for chemotherapy. The 3rd time the port was flushed, swelling was noted in the area around the port. An x-ray showed the catheter had broken off from the port. The broken end of the catheter fragment was described as "jagged."